Manufacturer narrative:
Investigation of the event is currently in progress. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that there was no video input to the monitor while using their harmony iq3600 integration system. No report of injury.